Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 6 days of implant, the right ventricular (rv) lead had high threshold and lead slack had pulled back. The right atrial (ra) lead was also noted to have had the lead slack pulled back. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.